Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the call was to get MRI information. The caller stated that the implanted stimulator was not working. The patient reported that the device is off and has been off for a while. The patient also told the caller that they plan to talk to the md about having the device removed. The caller was an MRI tech and did not have specific details about the issue with the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. Additional information was received from the patient. They reported that the issue has not been resolved. Their doctor and manufacturing representative have not been able to get a setting that will work for them. They also do not know the cause, but indicated that they will be having the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.